Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states, "make sure that insulin is at room temperature before use or air bubble could form in the cartridge. Air in the system take space where insulin should be and can affect insulin delivery." Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (374-400 mg/dl), and large ketones. The cause for elevated bg levels was unknown. Troubleshooting with tandem technical support was performed, and the contact reported a large air bubble was observed within the luer lock. Customer was able to successfully prime the tubing and remove all air bubbles. Reportedly, the customer filled the cartridge with cold insulin. Customer delivered boluses via the pump and administered manual injections to address elevated bg levels.